Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, at implant, this pacemaker and right ventricular (rv) lead exhibited high out of range impedance measurements. Boston scientific technical services suggested putting the rv lead in the right atrial (ra) port of the device and testing impedance, this still resulted in a out of range impedance measurements, pointing toward a lead issue. The physician elected to leave the lead in place as they determined the lead was functioning fine, and the system remains in service. No adverse patient effects were reported.